Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between march 5-6, 2023. H11: the actual device was not available; however, twenty-three (23) companion samples and a photograph were received for evaluation. The returned photograph was reviewed, and it was noted that there was tpn (total parenteral nutrition) solution leaking from the administration port. Two random companion samples were visually inspected and there were no issues noted. Functional testing was performed on the two randomly selected companion samples, and no leaking occurred. The companion samples met specifications; however, the reported issue was verified in the returned photograph. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva tpn bag leaked from the administration port. The issue was noticed during compounding prior to patient use. There was no patient involvement. No additional information is available.